Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Macroscopic examination confirms driver tip broken, with the blade broken off from the driver. The broken off portion of the tip was not returned for analysis. Microscopic examination reveals a quasi-brittle fracture surface with no indication of fatigue, consistent with excessive force. Plastic deformation of the remaining blades is noted, also suggesting excessive force during instrument utilization. Proper application and usage of driver is implantation of acp bone screws; usage of this driver as defined by the surgical technique requires extremely minimal torque. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke during use in surgery. No patient complications were reported.